Event description:
During a cardiac cath procedure in 2009, the 7 f boston scientific guide catheter -wise guide- would not connect. After 3 attempts, a 6 f boston scientific guide was connected successfully.